Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy rash under the lifevest equipment. It was reported that the rash may have been from the medication that the patient was taking, however, it was reported that the lifevest exacerbated the irritation. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed an oral steroid to treat the skin irritation. Follow up indicated that the steroids helped the skin irritation to improve.